Event description:
It was reported a black, oily liquid leaked out of the handpiece while the equipment was being re-tested after a shoulder surgery had successfully completed. There was no pt or user injury, and no treatment required as the substance did not come into contact with the pt.

Manufacturer narrative:
Handpiece has been received at the manufacturer for testing. An evaluation will be conducted, and a follow-up report will be submitted if the results of the quality investigation require one.